Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a dual lumen groshong catheter was returned for evaluation. An initial visual observation of the video showed liquid leaking from the connection between the injection cap and the luer hub of the catheter. No damage on either the catheter or the injection cap could be discerned in the returned video, and there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer leaks occurred less than three months after PICC catheterization, and trachoma was found on examination. No other information was provided. Additional information received (B)(6) 2024: the location of the "trachoma" in the catheter is unclear, but it is located in the patient's body. It has now been removed. Case was discovered during maintenance with saline solution.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer leaks occurred less than three months after PICC catheterization, and trachoma was found on examination. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer leaks occurred less than three months after PICC catheterization, and trachoma was found on examination. No other information was provided. Additional information received 07/23/2024: the location of the "trachoma" in the catheter is unclear, but it is located in the patient's body. It has now been removed. Case was discovered during maintenance with saline solution.